Manufacturer narrative:
The lot number was documented as unknown on the initial report. It has been updated as j303107965. Therefore, the device manufacture date was updated accordingly as aug 25, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that burr lock mechanism assembly was disassembled and the cutter was found to be broken, (there was frictional wear on the spindle on 2 different areas) then bur from brake galled cutter shaft to spindle in 2 different areas. The assignable root cause was due to component damage caused by excessive force, which was further defined as user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during a neuro craniotomy surgical procedure, it was observed that the attachment device and burr device were stuck inside the motor device. There was a ten minute delay to the surgical procedure. A spare motor device was available to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.